Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 9680794-2023-00767; 9680794-2023-00768. The customer report of a kinked guide wire during insertion through the dilator was confirmed by visual inspection of the customer supplied photos. The images shows a guide wire partially advanced through a dilator that is kinked in several locations. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Associated MDR: 9680794-2023-00768.

Event description:
It was reported "the dilator bends while doing the procedure". A new device was used and experienced the same difficulty, but the catheter was able to be inserted with the second device. No patient harm was reported. The patient's condition is reported as fine.